Event description:
During a catheter access port (cap) procedure, they had difficulty aspirating fluid through the cap. The pt was going to be brought back to the office for another attempt to aspirate the catheter. No device troubleshooting was done. The pt did not experience any signs or symptoms. The type of medication, concentration, and daily dose being administered via the pump was not reported; the MFR's device tracking system indicates baclofen. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.